Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had battery site pain and that their site was uncomfortable and wanted it surgically revised to a different location. Patient had a pocket revision and the battery was replaced on (B)(6) 2017. No further complications were reported.